Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and a suture was used. The needle tip broke off before used the suture on the patient. The needle is in pieces. Unknown if the procedure was completed successfully. There were no patient consequences. Upon receipt and analysis, it was noted a breakage occurred and marks indicated to be by surgical instrument.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: actual sample evaluation: the product received for analysis was identified as product code . Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed near the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure the needle breakage was observed. Representative sample evaluation: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample revealed that it was received, one open box with twenty-four unopened samples that pertain to product code. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area was noted to be as expected. The tip and body of the needles were examined, and no anomalies or needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.